Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and no imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of information. Cautionary product use conditions that might have contributed to this complaint included the presence of chronic renal disease, which reduced the sensitivity to detect endoleaks and might have caused a delay in diagnosis. The patient's medical history and use of antiplatelet therapy might have also contributed to this complaint in the form of disease progression and/or increased risk of bleeding complications. The following findings were supported by medical documentation only. Approximately twenty-five months post implant there was evidence to support the type ii endoleak and an onyx/coil embolization. It was not clear whether the second, subsequent procedure of an infrarenal bridge stent for a type iii endoleak was completed at the same time or the next day. The non-contrast CT surveillance scans failed to detect an endoleak, as did the MRI scan. However, a diagnosis of a non-specific type iii endoleak was supported within a discharge summary. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be conclusively determined with available information.

Event description:
It was reported that approximately 29 months post implant of a bifurcated device, and an infrarenal aortic extension the sac was highly pressurized. Reportedly, the patient came in for a follow up, and a computed tomography showed the sac highly pressurized, and an endoleak, but not sure where it was coming from. The CT showed 3cm of an overlap between the components. Therefore, the physician elected to treat the patient with an infrarenal aortic extension to extend the seal. The patient is reported to be doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.